Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during preparation for a coronary artery bapass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. A second seal was used; however, it leaked after it was placed in the aorta. The surgeon used a side biter clamp to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.